Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. After patient finished treatment, fluid was found underneath the cycler. Patient had no ill effects. Sample is available.